Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
The limb occlusion pressure (lop) measurement was error in several cases. The latest case recommended tourniquet pressure (rtp) was 166 mmhg and couldn't stop bleeding, so surgeon increased to 350 mmhg to stop bleeding. It happened for both sides (main cuff and second cuff) and most pressure always low (less than 200 mmhg). Few surgeons tried to make sure the correct lop, they measured in the same patient, same leg and same time but found big different of rtp that couldn't stop bleeding. Surgeon need to repair/ calibration for this machine.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Quality evaluation on 4/20/16 revealed minor cosmetic damage and scratches to the housing. The unit powers into battery fail error in ac power. On 4/20/16, the repair technician received the unit with no battery. A new one was installed. The unit and lop were tested per procedure. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
Additional information received on may 27, 2016 stated that there was no injury to the patient during the procedure.

Manufacturer narrative:
A.t.s. 4000 tourniquet system, serial number (B)(4), was manufactured on january 13, 2015, is over 1 year old, and has not been previously returned to zimmer biomet surgical for service. On (B)(6) 2016, it was reported that the device would underinflate cuffs during surgery on both sides when used. The reported event that a device would underinflate cuffs during surgery on both sides could not be verified since the device would boot into a battery fail error during initial quality inspection and the device was noted not to have a battery prior to repair. The root cause of the reported event could not be specifically determined, since the device would boot into a battery fail error during initial quality inspection and the device was noted not to have a battery prior to repair. The root cause of the battery fail error could not be specifically determined either, but was most likely due to the device not having a battery when returned to zimmer biomet surgical. The repair technician noted prior to repair that there was no battery in the device. When the device would be powered on without a battery, the device will boot up to display battery failure message e0014. The device will then shut down in order to ensure to protect the remainder of the device. No testing was performed prior to repair since the device would boot into a battery fail error. Post repair testing on the a.t.s 4000 tourniquet device revealed that the device was functioning as intended. A.t.s 4000 tourniquet system, serial number (B)(4), was repaired, tested and returned to the customer. Recommended actions: no recommended actions at this time.